Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor relay. No further tests could be performed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error multiple times during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 489 mg/dl. No further information reported.